Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient¿s mother reported the patient was coaching baseball and team members had a stomach virus. The patient was not feeling well and the glucose levels started rising. The patient called their parents to let them know of their symptoms and they had to pick them up. The patient¿s symptoms included vomiting, stomach pain, and legs cramping. They were monitoring glucose levels, because they normally drop, but this time they did not, and therefore on (B)(6) 2025, they decided to take them to the hospital where they were admitted. They are unsure whether the elevated levels are due to the virus or the controller. The mother was not currently at the hospital and did not have access to the controller nor the pods. The mother reported trying to change the pod 6 times, and they were not sure if those pods were working or not. The mother further reported the patient was greatly dehydrated and did not know the specific diagnosis by the hospital. The patient was treated with 2 saline bags, and they were also given insulin. The patient was hospitalized for 5 days and discharged on (B)(6) 2025.